Event description:
Same case as manufacturer report number: 2183620-2009-00034. On (B) (6)2009, during a free flap procedure, the physician used a 3.5 mm coupler device. After approximation of the coupler, the physician attempted to release the coupler from the anastomotic instrument, but the coupler was unable to be released. It was noted that, contrary to the instructions provided in the device IFU, the physician had not squeezed the coupler together with a clamp or forceps prior to attempting to release it from the anastomotic instrument. The physician was able to remove the coupler from the anastomotic instrument with a surgical clamp. Another 3.5 mm coupler was used to complete the procedure. The first coupler was disposed of at the user facility. The patient's status is reported as "good".

Manufacturer narrative:
The device was not implanted. The coupler device was not returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.